Event description:
Info was received that reported a pt was hospitalized in 2008, due to an incident of hyperglycemia. It was reported that, the pt woke up nauseated on the day of the incident. The pt went to school but at school began vomiting. The pt was brought to the hospital with a blood glucose of >400. The pt was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.